Event description:
It was reported the patient's scs system was scheduled for explant. Follow-up identified the patient's scs system was explanted due to the patient no longer using his scs system and wanting the system removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.